Manufacturer narrative:
Date sent to the FDA: 12/09/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 11/16/2021 h6: appropriate term / code not available (e2402) utilized to capture bulging additional information: a2, d1, d2a, d3, d4, d6b additional b5 narrative: it was reported that following the procedure the patient experienced recurrent ventral incisional hernia, discomfort and bulging. It was reported that the patient had a removal surgery on (B)(6) 2015. Date sent to the FDA: 11/16/2021 corrected information: d6a corrected b5 narrative: it was reported that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an unknown event. No additional information was provided.